Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the distal end cover fell off into a sedated patient's mouth during a therapeutic ercp (endoscopic retrograde cholangiopancreatography) procedure. The procedure was completed with no delay, using the same device. There was no report of patient/user harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: b5, h2, h3, h6, h11. The device was not returned to olympus for inspection, and the reported failure was not confirmed. A root cause could not be identified tracing to the device malfunction. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.